Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that the chair is fully charged and the chair will stop when using chair.